Manufacturer narrative:
Batch review performed on 17 december 2019: lot 175032: (B)(4) items manufactured and released on 08-nov-2017. Expiration date: 2022-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director 1 year after primary rsa, the position of the glenoid is changed in order to improve rom and reduce tendency to eterotopic ossification. This re-operation is due to surgeon's decision and not to a defective device.

Event description:
About 1 year and 2 months after primary the surgeon revised the patient shoulder. He recognized a baseplate mal positioning, it was too high, it impinged and created ossification. The surgery was completed successfully.